Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level; it did not exceed 500 mg/dl or read as ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Although frequent occlusion issues were mentioned, the caller declined additional assistance, and cts decided to close the case.